Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. Although the sample was not returned for eval, a photo was provided for review. The returned photo shows 9 ghiatas breast localization wire pouches placed on a flat surface. An opened bard ghiatas box with labeling is also visible in the picture frame. Based on the photo review, there are 9 ghiatas pouches visible in the returned photo. However, the condition of the packaging/samples rec'd by the customer could not be verified as the product was not returned. In summary, a definitive root cause could not be determined based upon available information. The ghiatas IFU includes instructions for use, warnings and precautions. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use on patient, the box of ten devices were opened and there were nine devices in the box. There was no patient involvement.